Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "at 16:30 on july 8, 2024, the power-on test passed and the pipeline was installed. The dialysis catheter was inserted smoothly. The blood pumping back from the arterial end was not smooth, and the blood pumped back from the venous end was smooth. Normal operation started at 17:00 treatment, at 17:30 the crrt machine alarm showed that the venous pressure was extremely positive, and the blood pump stopped. If the cause could not be identified, I immediately contacted the engineer for help, but to no avail. At this time, there was obvious stratification of blood in the pipeline, and the blood filter was coagulated and could not return blood. Finally, he was forced to get off the machine. When withdrawing the catheter, it was found that the interface end of the dialysis catheter was rotated, twisted and bent (during the treatment, it was not checked because it was wrapped with gauze). After the tube was sealed with concentrated heparin, he was ready to go on the machine again. The treatment was successfully completed after the second time on the machine." No other information was provided.